Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. Reportedly, the patient was having an allergic reaction in the device pocket area. The field representative validated that the patient was treated for infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker remains in service.